Event description:
This is filed to report difficult removal, tissue damage and worsening tr. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. An xtw clip was inserted, but due to septal hugging, the trajectory of the clip was unable to achieve perpendicularity with the valve. It was noted the clip was never opened. Therefore, the physician decided to remove the clip. Upon removal, it was observed the septal leaflet was torn as tissue was stuck inside the clip. Tr was still graded as 4+, but the physician felt as though tr had worsened after the tissue damage. Therefore, the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU), indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation¿. Since the mitraclip device was advanced to the tricuspid valve for treatment, this is considered as an off-label use of the device. However, the off-label use does not appear to have contributed to the reported issues. Based on available information, the positioning failure and the difficulty removing the clip from the anatomy appear to be due to procedural conditions. The reported off-label use is due to the device being used on the tricuspid valve. The reported tissue injury and worsening tricuspid regurgitation (tr) appear to be cascading events of the clip caught in anatomy. Additionally, the reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.